Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectal mucosal resection. According to the reporter: the surgeon was not sure if a full ring of staples was placed around the anastomosis. He examined the ring of tissue and noticed very little tissue on one side of the ring. The pt was transferred to the hospital for bleeding. A colostomy was performed.